Event description:
During a gynecologic laparoscopy procedure to remove a myoma,the helical tip of the myoma screw came off while it was in the myoma. The tip was retrieved with no consequences for the pt. The device was sent to the MFR for evaluation.